Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing, the reported issue was confirmed. The closure seals were found to have been damaged and were not adhering correctly and/or in the correct position. On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging a closure seal issue with the one touch verio test strips. This complaint was initially ruled out because there was no indication to reasonably suggest that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.